Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material adhered in air/water (a/w)-cylinder and a/w-channel, but the type of the material could not be identified. It was unknown whether there was deviation from instructions for use (IFU) in reprocessing steps for the location where the foreign material remained. There was no deformation at the section of the device where the foreign material remained. Therefore, the root cause of the reportable issue could not be determined. The suggested events are detectable and preventable by handling device in accordance with the following (IFU): IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, that during the device evaluation. The colonovideoscope exhibited foreign material in the air/water tube and cylinder. There were no reports of patient involvement.